Manufacturer narrative:
Additional, corrected and/or changed data.

Event description:
Healthcare professional additionally reported reason for removal as "capsules" via dt form confirmed as capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported left side reason for removal as "capsules." Device was explanted.